Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient who was receiving dilaudid of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient experienced pain. Over the last year the patient had not gotten pain relief from the pump and it was "on and off."; described further as intermittent therapy. The date of the event was 2017. The date (B)(6) 2017 is considered an approximate date of event (year known only). It was further noted that the pump was not functioning, and the patient was not getting any drug. It was confirmed at the time of the report that the pump was not alarming. The caller was transferred to have a company representative paged to interrogate the pump. No further patient complications have been reported as a result of this event.